Event description:
An attorney reported the end user attempted to drive her powered wheelchair over an inverted speed bump in the road. When the wheelchair hit the trough, the patient was thrown from her wheelchair. The patient reportedly sustained a distal radial fracture, right tibial plateau fracture, right fibula fracture and lacerations to her face. No information on how the patient's injuries were treated was provided.